Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (Impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy procedures performed on (B)(6) 2023. During the preparation, the spyscope ds ii was connected into the controller and after one to two minutes of used the image was lost. They plugged the spyscope ds ii catheter in and out of the controller; however, the problem was not resolved. The procedure was not completed due to another spyscope ds ii was unavailable. The rescheduled procedure is planned to be completed on (B)(6) with a new spyscope ds ii. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy procedures performed on (B)(6) 2023. During the preparation, the spyscope ds ii was connected into the controller and after one to two minutes of used the image was lost. They plugged the spyscope ds ii catheter in and out of the controller; however, the problem was not resolved. The procedure was not completed due to another spyscope ds ii was unavailable. The rescheduled procedure is planned to be completed on (B)(6) 2023, with a new spyscope ds ii. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation was performed. No elevator marks were noted on the shaft of the catheter. Witness marks were observed on the pads of the umbilicus connector, indicating it was connected to a controller. No damage was noted along the length of the catheter or umbilicus cable. X-ray imaging of the distal tip showed no problems with the redistribution layer, thru-silicon vias or camera wires. X-ray imaging of the handle showed no problems with the printed circuit board assembly or camera wire. An image assessment for visualization was performed. The device was plugged into the controller, no problems were observed with the physical connection of the device, however, an image did not display. This was repeated by unplugging and re-plugging in the scope; the monitor only showed the five-dot initialization screen and then reverted to the boot screen. Leak testing was performed with the unit using saline and the unit was pressurized by injecting fluid through the irrigation tubing of the device with the tip inserted into a mock-cbd fixture and pressure did not change. No leak was observed during testing. The handle was opened and the components within were visually inspected. No damage or defects to internal components were observed. The camera assembly was removed from the device and the camera wire was visually inspected. No damage or defect was noted along the entire length of camera wire. Electrical testing was conducted on the camera assembly by running a curve trace program across the camera wire and sensor. It was noted that the data signal wires had a short circuit. The reported event was confirmed. Product analysis found that no image was displayed when plugging the returned device into the controller. Curve trace of the camera assembly found electrical problems. It is possible that tension to the camera wire can cause damage to the electronics. This indicates that this may have been a random failure of the camera assembly during the procedure. Based on all gathered information, the selected investigation conclusion code is cause traced to component failure, indicating that an expected or random failure with a device component caused or contributed to the event, specifically a failure within the camera circuit or assembly.